Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket infection. The patient presented in the operating room and the system was explanted successfully. The patient was in stable condition post operation.